Manufacturer narrative:
Device evaluation completed on april 22, 2021: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual analysis of the returned sample sm mpps dv 600cc it was noted yellowish. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 8, 2021 indicated that this patient, when they did the surgery, it was found that the implant was not ruptured, however, it was very discolored. Note; device appeared discolored and this is not the primary reason for explantation, therefore is not reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per proper codification, patient code updated from breast pain to local reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: injury pain deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female who underwent breast augmentation revision with a mentor smooth round moderate profile 600 cc saline prothesis experienced left sided deflation post procedure. The report indicated that left breast swollen and painful and patient had ultrasound examinations which confirmed the deflation. The patient fell from the chair, and implant deflated. A physical examination also confirmed the deflation. As a result, patient underwent bilateral replacements as follow: left - sn#: (B)(4), cat#: 3502600; right- cat#: 3502600, sn#: (B)(4) on (B)(6) 2021.